Event description:
Disabled (slurry) [disability nos], off label (slurry) [off label use of device]. Case narrative: upon internal review done on 01-jul-2018, the case has been prepared for deletion (found as a duplicate of case (B)(4)). Initial information received from united states on 01-jul-2018 regarding an unsolicited valid serious case received from a patient. This social media case involves a female patient with unknown demographics who experienced disabled (slurry) while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm) (off label use (slurry)). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using seprafilm (carboxymethylcellulose, sodium hyaluronate) dosage unknown (lot - unk) for product used for unknown indication. On an unknown date, after unknown latency, the patient developed an event of a serious disabled (slurry). This event was assessed as medically significant and was leading to disability. On an unknown date, after unknown latency, patient reported the product wasn't approved by the FDA and it was an off label (slurry), life is destroyed (slurry). Final diagnosis was off label (slurry) and disabled (slurry). It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for disabled (slurry) and as not applicable for off label use (slurry). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.